Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl due to accidentally altering pump settings. Customer's husband and home health nurse were required to intervene in order to treat low bg by providing carbohydrates for customer to consume. Reportedly, customer consulted their healthcare provider who assisted customer in resuming proper insulin delivery.